Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the customer had already recovered, and the drawer was working normally. The pocket main 5.2 e5 was not accepting a new pocket, but this was considered low priority and could be addressed later. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device stated failed pocket but when the drawer got released nothing pops out. Something was stuck in between the cubies and was jamming it. Required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.